Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of damage to the housing bosses is unknown. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a service technician, an I-pump infusion pump was found to have broken housing bosses. No additional information is available.